Manufacturer narrative:
For 4 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the suction overflow safety trap was replaced, to resolve 1 the vacuum regulator module on the suction unit was replaced, and to resolve 1 event the suction mode switch assembly was replaced. For 1 unit, the internal suction hose connection was re-seated to resolve the issue. (B)(4). Serial numbers: (B)(4).

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1012-9650-000 anesthesia gas machine experienced suction failure. 1 event was reported for a malfunction preventing suction mode selection, 1 event was reported for a malfunction causing a loss of suction, 1 event was reported for suction not working correctly when set to maximum, and 1 unit reported for suction overflow safety trap was missing preventing the use of suction. These reports were received from various sources. Of the 4 events, 4 did not involve a patient.